Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced history anomaly and low battery alert. The customer's blood glucose reading was unknown. The customer stated that the low battery indicator does not show less than 2 bars. The customer stated that the battery did not last more than 1 week. The customer mentioned that her boluses are not consistently recording in the history. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device was programmed with correct time and date. Device was monitored for several days. Several boluses were programmed and delivered. All bolus delivered during testing and during the time the unit was monitored were properly recorded and recorded at the daily totals and bolus history screens. No history anomaly noted. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window and scratched reservoir tube window.